Event description:
Per oos, this device could not be interrogated. The device is at eri indication. This device was replaced with a cylos dr, per biotronik representative, this device was discarded by the hospital and will not be returned.

Manufacturer narrative:
Please note that on the previously sent initial report, this was submitted with the wrong MDR number on the first page. Please accept this corrected report in it's place.